Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not read the correct temperature. The complainant stated that incorrect temperature was noted during therapeutic hypothermia. After hand irrigation the temperature read correctly and the patient was able to complete therapy. The catheter was not removed, and there was no patient injury reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not read the correct temperature. The complainant stated that incorrect temperature readings were noted during therapeutic hypothermia. After manual irrigation, the temperature read correctly and the patient was able to complete therapy. The catheter was not removed, and there was no patient injury reported.